Manufacturer narrative:
Production records were reviewed, and no inconsistencies were found. During a historical review, there have been no other complaints filed for this device. The returned instruments were inspected, at which point the reported issues were confirmed. All of the returned guide wires had experienced material deformation and were bent out of their original shape. In addition, one guide wire had broken near the base of the ribbed portion of the device. It was found that another guide wire had a broken tip, as evidenced by a jagged edge at the end of the instrument. As this was not mentioned in the original customer report, it is unknown if this occurred during the case. Additionally, it was brought to corelink's attention that the customer meant to order a different part made out of nitinol, not these devices which are made of stainless steel. The material properties of nitinol allow the devices to be more flexible, and it is believed that the issues experienced were due customer confusion, as they tried to utilize these devices in a way that would require more flexibility. The devices did not cause or contribute to the issues experienced.

Event description:
It was reported that a guide wire broke and bent while being used with a tap during a procedure. Several other guide wires bent while being used during the placement of extended tab screws from another manufacturer. There was no adverse event reported. This report is being filed due to the delay in surgery being approximately 30 minutes.